Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The electrically erasable programmable read-only memory was uploaded and indicated 29 autoclave cycles for the adapter. Visual evaluation noted that the lock out slider block was damaged and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the lockout slider block is consistent with a user attempting to fire a single use loading unit when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and single use loading unit load link from returning to its resting state. The single use loading unit load link connects to the "unload" button, in turn causing that to become stuck in place. Damage to unload button can be replicated through rough handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic prostate, the adapter could not load off after firing. A part of the adapter also broke off while unloading the stapler. Opened another device for next firing to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.